Event description:
It was reported by the affiliate that the (1) tsb45 was used during a video assisted lobectomy. It was reported that the anvil was dislodged during the cartridge change. There was no problem with cutting or stapling. A new instrument was used to complete the case. There was no consequence to the pt. The device was discarded.